Event description:
It is alleged by the surgeon, that there are eight femoral components revised due to aseptic femoral loosening and eight pending revisions due to aseptic femoral loosening. No further information is available at this time.

Manufacturer narrative:
We could not obtain a complete catalog number; therefore, a baseline report cannot be filed. Eval summary: the cause of the problem could not be determined due to insufficient information. Eval : no product or x-rays were returned for eval. No lot number was provided; therefore, device history records could not be reviewed.